Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complain of ¿arm broke in half¿. Failure analysis found the primary failure of a broken main tube at the distal end. A broken piece was not returned, measuring roughly 0.75¿ x 0.17¿ in size.

Event description:
It was reported that during central processing, an ¿arm broke in half¿ was reported for the large hem-o-lok clip applier instrument. There was no report of patient involvement.